Event description:
It was reported that during a procedure it was observed that the catheter starting coming out of the sterile packaging as the circulator was opening it. The circulator was attempting to pass it off to the scrub tech but stopped due to the catheter coming out of the sterile container. As a result the catheter was not implanted and another catheter was used. No diagnostic testing was required, the issue was not resolved and the issue was determined to be the packaging of the catheter. This device system was to deliver baclofen. It was further reported that something was wrong with the packaging that compromised the sterility of the catheter. This was further defined as the catheter was coming out of the sterile packaging upon opening the outer package; the catheter was outside of the sterile packaging. The procedure was successful using a different catheter.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), product type catheter. (B)(4).